Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. During a physical inspection of the device, continuity was found across pins 44-41 of the ultrasonic sensor. This caused low fluid numbers which lead to excessive air-in-line alarms. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump displayed "air leak detection alarm." It was also reported there was no patient involvement.